Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had leakage. The following information was provided by the initial reporter, translated from french to english: problem encountered during syringe use; some leakage was observed. When did the incident occur? During use.

Manufacturer narrative:
Investigation result: no my8060-0006 sample was available for investigation. The customer reported that the affected samples were from lot 25075088 and that "trouble during the use of the serynge, some leak were observed". Additional information from the customer noted that the leakage occurred immediately during drug preparation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25075088 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. However, please note, since the manufacture of the affected lot of product, improvements have been made to the texium component including modifications to the texium actuator, which should ensure reports of leakage are minimised during future production. The manufacturing site¿s quality team has been informed of this report and will continue to monitor incoming feedback to remain vigilant for similar issues in future production. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8060-0006 product.

Event description:
Could you confirm which substance was infused at the time of the incident? Cytotoxic (mitomycin).